Event description:
It was reported to philips that the device had bent battery pca pins. There was no patient involvement.

Event description:
This complaint has been deemed a duplicate of (B)(4) previously reported on emdr 3030677-2022-00818.

Manufacturer narrative:
This complaint has been deemed a duplicate of (B)(4) previously reported on emdr 3030677-2022-00818.

Event description:
It was reported to philips that the device had bent battery pca pins. There was no patient involvement.